Manufacturer narrative:
The sodium electrode serial number is (B)(6). The expiration date was not provided. The calibration was acceptable. The qc was out of range on the morning of the event, with the repeat measurement back within range. The evening qc showed that sodium was out of range. The alarm history included alarms for abnormal aspiration and sample short errors, which are consistent with poor sample quality. The patient sample tube's centrifugation time may be shorter and the speed faster than the recommended guidelines. A field service engineer (fse) determined that the dilution cup was chipped, and the sipper and vacuum nozzle were dirty and worn. The fse replaced the dilution cup, the vacuum nozzle, and the sipper nozzle. They also adjusted the washing station for the ion-selective electrode (ise) probe and cleaned and adjusted the ise probe. The fse verified the instrument by performing (ise) checks, calibration, qc, and precision testing. All results were within the acceptable range. The customer did not report any other issues after the service. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas pro ise analytical unit for one patient. The initial result was 151 mmol/l, and the repeat result on another analyzer was 138 mmol/l. The repeat result was deemed to be correct. The initial result was repeated because the nurse questioned it.